Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on 04-jun-2024. The event occurred 3 or more hours after insertion. The insertion site was at abdomen. The blood glucose level was 450 mg/dl and ketones level was 60% and the patient was treated with correction injection via multiple daily injections (mdi). No further information was available.